Manufacturer narrative:
Pump passed self-test. Pump connected to the minimed mobile app successfully on both android and ios. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump successfully uploaded carelink files and download traces and history files using thump. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), scratched case, and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed the pump communicated with the minimed mobile app. Confirmed pump successfully uploaded carelink files and download report history files no communication anomalies noted. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced uploader upload issue, damage (physical or cosmetic), communication issue between pump and transmitter, unable to upload/download. The customer reported no adverse event. The event involved product(s) acc-7350, mmt-1884. Customer reports being unable to pair device(s) with pump. Troubleshooting was performed. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. No product return is required for acc-7350. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.